Event description:
It was reported the patient had not charged his ipg in 5 months. The device is now inoperable and will not communicate with external devices. It was reported the patient is currently undecided whether he wants the device explanted.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.